Manufacturer narrative:
The standalone board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The standalone pcb passed bench test, fans were functioning as expected. All the leds were functioning as normal and all output and voltage readings were present. The power converter was returned to the manufacturer for analysis. Analysis found that the part failed bench test and the transistor had shorted. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The standalone board and the power enclosure were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Manufacturing date was unavailable at the time of filing.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system would not start.